Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion certified service technician performed extended testing on model lap top ventilator 1150. The unit passed all testing and met all carefusion manufacturer specifications.

Event description:
It was reported to carefusion that a patient's settings were changed without doctors orders while connected to model lap top ventilator 1150. After the changes were made, the patient experienced symptoms of a collapsed lung. There are no allegations of a malfunction or quality issue against the ventilator.